Event description:
During an atrial flutter ablation procedure, an effusion occurred. Venous access was performed twice without incident. A livewire duodeca was in the right atrium, entrainment pacing showed the patient was in cti isthmus dependent flutter. The decision was made to ablate the cti and the ablation catheter was placed in the right atrium via an agilis introducer. A right atrial model was created with the ensite precision system. The cti was defined and ablated at 40w. During the procedure, there was a drop in pressure 45/20 starting in the 100s systolic and echocardiogram revealed an effusion. A pericardiocentesis was performed to stabilize the patient. The decision to synchronize cardiovert the patient at 50j to further help with pressure normalization. The patient¿s pressure returned to normal and the cti was completed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported effusion remains unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement.